Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-09262. It was reported that the patient presented for an implant procedure. During the procedure the left ventricle lead to be implanted exhibited high capture thresholds. The lead was replaced. The replaced left ventricle lead also exhibited high capture thresholds. Finally, alternate lead was used to replace and the implant procedure was completed on the same day on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.